Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(4). The result from a laboratory using an unknown reagent was 3.89 inr. The result from the meter was 5.9 inr. The tests were performed <3 hours apart. The therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
The meter and strips have been requested for return. The strips were no available to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.